Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the probe of the act diff instrument leaks (approx 10 drops) upon aspiration. Customer had tried cleaning the probe wipe but the instrument continued to leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and confirmed that the probe was leaking. Fse replaced the rinse cup, aspiration syringe, lyse syringe, peri-pump tubing, vacuum isolation chamber and bleached backwash lines. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.